Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the case was performed with a manual registration and points collected on c1 and c2. No clear explanation in archive of cause of inaccuracy.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/per-operatively of a cervical spine procedure. It was reported that the surgeon felt that the navigation system was showing more medial than the surgeon physically was while on c2. Another surgeon was placing another screw on the other side of c2 and felt accurate with navigation. There was a less than 1-hour delay to the procedure and no impact on patient outcome.